Event description:
It was reported that during a low anterior resection procedure, the rectal stump leaked after the device was used to make the lower transection. Procedure was diverted to a temporary colostomy.